Event description:
The customer reported a 100 ml protonix infusion that was supposed to run at 10 ml/hr was found to be completed after 3 hours. There was no report of patient harm or medical intervention. Although requested, no additional patient or event details were provided by the customer.

Manufacturer narrative:
Manufacturer's report date: 05/07/2014. (B)(4). No devices received, log review only. The device logs has been received and the investigation is in-progress. A follow up report will be submitted with the results once the evaluation has been completed.